Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that a supply bag was loosely connected which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) device during the initial dwell of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that the hp did not have a bag properly connected. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm. The hp planned to complete therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.